Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (approximately 300 mg/dl). A insulin injection was administered to address the high bg level. As the customer's bg was not currently high, and was not experiencing any further issues. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.